Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer blood glucose level was 26.1 mmol/l. The user alleged the insulin pump was under delivering insulin due to at some point he checked the reservoir and he noticed that the reservoir was empty but did not get any prompting on the pump before the reservoir was empty. The customer was assisted with troubleshooting. The customer was treated with injection for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the retainer ring on the insulin pump had cracked and there was a crack around the battery compartment. Customer stated that reservoir unable to lock in place when inserted into insulin pump. The insulin pump will be returned for analysis.